Manufacturer narrative:
(B)(4). Device evaluation: the customer reported common failure was not confirmed nor reproduced by technical services. Quality engineering confirmed that the problem was a broken pumphead door per the sample evaluation. The cause was determined to be a broken door and the pumphead door was replaced to resolve the problem. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a flogard infusion pump with a common failure. The event was reported to have occurred upon power up in biomedical service. There was no patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has identified a door issue as the reported condition. This condition had the potential to interrupt delivery. No additional information is available.